Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported an issue with the single use irrigate/aspiration (I/a) tip which caused a posterior capsule rupture during the polishing portion of a surgical procedure. The planned intraocular lens implant was able to be implanted in the sulcus. Additional information has been requested.

Manufacturer narrative:
Fourteen unopened disposable I/a tips with same lot number as reported were inspected per customer request. Sample 1 to 14 were visually inspected and deemed conforming. Sample 1 to 14: a functional thread check was performed with a go/no-go 4-40 thread and deemed conforming. Sample 1 to 14: a functional flow check for occlusion was performed and deemed conforming. Good flow exiting the tip was observed. The returned unopened samples were found to be conforming for all visual and functional testing associated with the reported event, therefore a problem with the I/a tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.4., d.10., h.3., h.4., h.6. And h.10. An opened disposable I/a tip was returned for evaluation for the report of problems with the polymer I/a tip during surgery. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo contains a pak list and a disposable I/a tip wrench inside a zip top bag. The disposable I/a tip was visually inspected and deemed conforming. A functional thread check was performed with a go/no-go 4-40 thread and deemed conforming. A functional flow check for occlusion was performed and deemed conforming. Good flow exiting the tip was observed. The complaint evaluation does not confirm the report of problem with the I/a tip. The returned sample was found to be conforming for all visual and functional testing associated with the reported event, therefore a problem with the I/a tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).